Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. Per instructions for use of the intrathecal catheter, device migration is a known possible risk of use of the device. The cause of the migration was said to be unknown. Internal complaint number: (B)(4).

Event description:
Patient tracking specialist contacted technical solutions to report a catheter replacement. Clinical specialist (cs) confirmed that the catheter was replaced due to catheter migration. Cs stated that the cause of the migration is unknown and that the patient does not "twiddle" with their pump. Cs confirmed that the catheter was disposed of at the facility.